Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking from the cassette sheeting and the cassette was also cracked or cut. This occurred during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d10: concomitant product : extraneal (previously submitted as unspecified pd solution) additional information was added to h6 and h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.